Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to determine if any product condition could have contributed to customer's infusion site infection.

Event description:
It was reported by the patient's mother that the patient is having a massive infection on their back on the right side and it looks like a boil and abscess. It was red and in the middle there is puss almost coming to the surface of the skin and there is a hard spot there. The patient went to their doctor and was prescribed mupirocin to use as a topical antibiotic and was directed to apply a thin layer 3xs per day. If not looking better in 48hrs to return and they will prescribe an oral antibiotic.